Event description:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 28-oct-2015. The most recent information was received on 23-mar-2020. Quality-safety evaluation of ptc: quality assessment: in this case, no product sample was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device.   Medical assessment: based on the available information, there is no relationship between the reported event(s) and a quality defect. This spontaneous case was reported by a regulatory authority and describes the occurrence of pelvic pain ('chronic pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain ranging from a dull ache to sharp/stabbing"), metrorrhagia ("frequent heavy bleeding between periods,"), back pain ("back pain"), fatigue ("fatigue"), anxiety ("anxiety"), depression ("depression"), gastrointestinal disorder ("gastrointestinal issues") and autoimmune disorder ("autoimmune disorder"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain, abdominal pain, metrorrhagia, back pain, fatigue, anxiety, depression, gastrointestinal disorder and autoimmune disorder outcome was unknown. The reporter considered abdominal pain, anxiety, autoimmune disorder, back pain, depression, fatigue, gastrointestinal disorder, metrorrhagia and pelvic pain to be related to essure. Quality-safety evaluation of ptc: quality assessment: in this case, no product sample was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device.   Medical assessment: based on the available information, there is no relationship between the reported event(s) and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. Case was upgraded from non-serious incident to serious incident surgery was added to event pelvic pain. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.